Event description:
It was reported that a user experienced recurrent low glucose episodes after changing the secondary cgm target to a lower setting from 4 am to 8 pm, with a lowest glucose value of 55 mg/dl and device low alerts occurring; the lows were corrected with two glucose tablets and did not require outside assistance or medical intervention. Symptoms included anxiety. Outcomes included resolution of hypoglycemia with self-treatment and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed a cause that remained unclear. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.